Event description:
It was reported that when using the bd pyxis¿ es server, new orders were not crossing for one patient. It was reported that the patient had two accounts in pyxis, which were merged; however, new orders continued routing to the old system account instead of the new admit discharge transfer (adt) account. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. A technical support specialist (tss) dialed into the server using a secure link and verified that multiple visit identifiers existed for the same patient, all showing discharged status. The tss contacted site staff and confirmed that the issue had already been addressed, and the patient was discharged. An apology was provided for the delay in assignment, and the customer confirmed no further assistance was needed and approved case closure. Tss proceed to close the case. The system functioned as intended.